Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, while the patient was sleeping her cgm alerted for a glucose level of 45 mg/dl. Her daughter tried to wake her up, but she was tired and hard to wake up. When she woke up, they tested her fingerstick bg which was 405 mg/dl. The daughter gave her an unspecified dose of novolog insulin. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.